Event description:
It was reported that during a normal eri generator change, at the patient¿s request, because of the interaction of the shoulder with the defibrillator generator, pocket revision was requested by the patient. The new device was implanted much more medially. The patient was stable.

Manufacturer narrative:
The reported event of patient concern could not be confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.